Manufacturer narrative:
Patient weight not available from the site. The system was not evaluated as it was determined the issue was caused by use error. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), an imprecision of 5-6 millimeters was observed when checking accuracy on known anatomical landmarks. It was noted that the region of interest was in a yellow zone of accuracy following patient registration and that the error metric was 2.2. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. It was later reported that the instrument tracker was not seated properly on the instrument as there was a gap between the tracker and instrument. It was also noted that the navigation system was used in two subsequent procedures without replication of the reported issue. Additional information was received stating that after speaking with the surgeon, it because known that this was a use error and there was no failure with the system.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found the software functioned as designed. . If information is provided in the future, a supplemental report will be issued.